Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 3/24/2025: there was no delayed in the case, and additional anesthesia was not needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Event description:
On 2/18/2025, it was reported by a competent authority via (B)(4) that an ar-8941kt threaded guidewire tip had broken off into the bone. The surgeon was unable to retrieve broken fragment. This was discovered during a calcaneus procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.